Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain and failed back surgery syndrome. The date of the event was approximately ¿a month ago¿ (B)(6). It was reported the healthcare provider (hcp) told the patient the depreciation of the ¿pump is bad¿ and the pump is 5 years old. The patient was not told why the pump was bad, just that it needs to be replaced. The patient had to go get some test done before he had surgery and was going to the hospital today (B)(6). The pump replacement was scheduled for (B)(6). No symptoms reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient was told they would not receive a new personal therapy manager (ptm) for about a week so the patient won't be able to give themselves a bolus which are "precious" to the patient. No further complications were anticipated/reported.